Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3058, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3058, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v952333, implanted: (B)(6) 2012, product type: lead; product ID 3889-28, lot# v884753, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead; product ID 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient had 4 implantable neurostimulator (ins) and 1 or 2 past devices had been removed due to infection. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer¿s reports # 3004209178-2015-03759 for the patient¿s first ins and # 3004209178-2015-03760 for the patient¿s second ins.